Event description:
Paramedics used the device to deliver three consective transfers of defibrillator energy to a patient diagnosed in ventricular defibrillation. Subsequently, the reporter said he was not toucheing the device when the defibrillator spontaneously charged. The reporter elected to deliver the defibrillator to the patient. Approximately one minute later, the patient was loaded for trnsport to the hospital. Reportedly, when the reporter leaned over nad picked the device up by the handle, it spontaneouly charged again. The reporter elected to deliver the charge to the patient. While the patient was being transported to the hospital, the device was used to successfully pace the patient without further incident. The patient was not resuscitated. The reporter indicated that the device opertion did not affect patient outcome, due to a lack of patient viability.